Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error occurs, and it doesn't work. It gets hot just by turning it on. There was no patient involvement and there were no patient harm/adverse event reported.

Manufacturer narrative:
D4 - serial number, d4 - primary UDI number, h3, h4 - device mfg date and h6. Evaluation codes: updated. One device was returned for evaluation. The complaint was verified by functional testing. The alarm does not sound, and the pressure keeps increasing even when the temperature exceeds 45 degrees celsius. The cause was a broken ac distribution printed circuit board (pcb). Replaced the ac distribution pcb to correct the issue and the device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.